Event description:
It was reported that a dexcom g6 sensor and transmitter were changed, but the transmitter serial number was not entered until after pairing failed, resulting in elevated glucose readings with a peak of 220 mg/dl for a couple of hours while using the ilet system. Symptoms included hyperglycemia without associated signs such as dizziness or loss of consciousness. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, no alarms above 300 mg/dl for over 90 minutes, and no hospitalization. Investigation included troubleshooting and user education to enter the correct transmitter serial number and reestablish pairing. Investigation of this case revealed a pairing failure related to configuration setup of the dexcom g6 transmitter, and the issue resolved after the transmitter serial number was entered. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to setup and pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.